Event description:
A customer reported via user facility medwatch report#: mw5188774, during a bronchoscopy, when withdrawing the bflex 2 large 5.8 single-use bronchoscope from the patient's endotracheal tube, the sheath on the end of the bronchoscope had been damaged and pieces were missing. Users immediately changed to a different bronchoscope and proceeded to clear out any pieces of the sheath that were visible in the patient's lower airways as well as lavaging and suctioning the patient out.

Manufacturer narrative:
The customer's bflex 2 large 5.8 single-use bronchoscope is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Upon following up with the facility's risk management department, they were unable to confirm the manufacturer, model, or size of the endotracheal (et) tube used with the bflex bronchoscope during the procedure. It was reported that the bronchoscope did not get stuck inside the et tube and there was no indication of any resistance felt during insertion or removal, though a loss of suction was reported during the procedure. Lubrication (rusch silkospray) had been applied moderately to the bottom third of the bronchoscope prior to use. It was confirmed that only the bflex bronchoscope needed to be replaced mid-procedure but the et tube was not replaced. Photos were provided showing the distal end of the bflex bronchoscope sheath frayed, fragmented, and missing a section, with the underlying braid layer exposed. Separated sheath pieces were suctioned out of the patient's airway and no patient harm was confirmed. Review of complaint history for the reported lot number: "kt253303" did not identify any previous complaints reported to verathon. Trending analysis for bflex 2 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.